Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her stimulation would just shut off by itself, she could feel stimulation turn off since implant. The programmer showed that stimulation was on. Troubleshooting involved changing programming and did not resolve the issue. The patient was directed to the healthcare provider to check the implant and leads. The indication for use was spinal pain.